Manufacturer narrative:
Retention devices for the reported lot were tested with quality control cutoff standard (25miu/ml) and middle positive standard (100miu/ml). All devices were read at 3 minutes and yielded expected positive results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. Per the package insert, very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on an unspecified date, the patient presented to the facility for polycystic ovarian syndrome (pcos). The patient's urine was tested on the cardinal health rapid test hcg cassette and produced a negative result at three minutes. Several minutes after the read time, it was noted that the test progressed to show a positive result. A second test was performed using the same urine sample on the cardinal health rapid test hcg cassette and produced a negative result at four minutes. However, minutes after the read time, the test again progressed to show a positive result. The customer then ordered a quant hcg on the same day, which provided a result of 300 miu/ml. No treatment was provided or withheld based on the rapid result. There was no negative patient effect reported and treatment would not have been provided based on the rapid result. Troubleshooting was conducted with the customer. The customer was advised on potential factors for false negative results, such as storage, handling, and technique. The product insert and limitations of the test were also reviewed with the customer.